Event description:
Information was received indicating that a smiths medical pump being used for remodulin malfunctioned causing the patient to have acute hypoxic respiratory failure. The patient had shortness of breath and went to the emergency department. There were no other adverse events reported.